Event description:
It was reported that the customer was hospitalized with high blood glucose over 600 mg/dl and diabetic ketoacidosis on (B)(6) 2014. Her symptoms included nausea, lethargy, and disorientation. Customer stated high blood glucose was due to insulin pump not delivering enough insulin. Prior to the call to emergency medical services, customer was having trouble walking and felt faint. Customer was advised to use a different infusion set to see if this would help with proper delivery when emergency medical services were called. At the hospital, the insulin pump was removed and she was given an intravenous drip. On (B)(6) 2015, customer was hospitalized for low blood glucose and almost lost her baby. She was treated with an intravenous drip. Multiple no delivery alarms were found in the insulin pump history. Customer stated that the no delivery alarm was resolved by a complete set change. Settings appeared correct. Further troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the dat test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.